Event description:
The following information was received from global pharmacovigilance (gpv) is a spontaneous report by a consumer in the USA of fell and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient fell and that was how the patient became infected. On an unknown date, the patient experienced peritonitis. Treatment was not reported. The patient was still very ill in the hospital. Outcome, the fall was not reported and the patient was not recovered from peritonitis. The nurse was contacted, but declined to provide information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12a02018 h12d30047 h12c30049 and h12e29053. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.